Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrence potentially related to the defect was observed. The sample sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the defect is related to failure at stopper assembly station. The defect identified from this complaint will be monitored for trend evaluation. H3 other text : see section h.10

Event description:
It was reported that plunger error was found before use with a bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, "plunger of 20ml syringe was bent, and correct visualization to adjust the dose of the medicine was not possible."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error was found before use with a bd plastipak¿ luer-lok¿ syringe. The following information was provided by the initial reporter, "plunger of 20 ml syringe was bent, and correct visualization to adjust the dose of the medicine was not possible."